Event description:
The cochlear implant was removed due to an electrode anomaly. A number of the electrodes were malfunctioning, so the device was explanted. A new cochlear implant was implanted at the time of the removal.